Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus ez-dilate balloon dilator ruptured during the third inflation of a procedure. The customer confirmed that there was no harm done to the patient as a result of this event. This information reflects what was received from the FDA in the form of notification per 803.22.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e4 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. A formal investigation is underway. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation information. Additional information: h6. An additional investigation was conducted and based on that investigation; the issue could not be reproduced. Olympus will continue to monitor field performance for this device.